Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer notified intuitive surgical inc (isi),technical support engineer (tse) during an attempt to connect the vessel sealer extend (vse) instrument to the e-100 generator, they encountered a red led (light emitting diode) on the power and bipolar port led. The customer power cycled the e-100 generator and cycled the e-100 breaker with no resolve. The tse recommended to depress the e-100 power button for 3 seconds. The customer powered the e-100 off and back on and the e-100 generated the red leds again. The customer noticed that the e-100 was connected to a power strip. The customer changed the e-100 to a wall outlet and powered up the e-100. After the change from the power strip to the wall outlet the e-100 generated solid red leds on the power and bipolar ports. The customer proceeded with the procedure by switching to integrated electrosurgical unit erbe (erbe) generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that this event occurred during the procedure. The system functionality was check upon powering on the system. There were no issues during the procedure until the vessel sealer (vs) instrument was connected and failed attempts to utilize the instrument. The electrosurgical unit (esu) powered on initially without errors. After the initial malfunction, the esu turned red with or without the instrument connected. The esu was faulty due to the red light and nonfunctioning of instrument. The customer switched to the erbe generator to resolve the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed. The fse replaced e-100 generator part ID 374848-09 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The failure analysis investigations could not replicate the customer reported complaint. The unit was installed into the test system and it worked with synchroseal instrument installed. The fa analyst used synchroseal with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked without any issue. The visual inspections showed e-100 generator in good condition. A procedure log review was performed, the log showed a sigmoid colectomy procedure on the reported event date of 08-aug-2022 using system sk1281, matching the documented event details. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup integrated electrosurgical unit erbe (erbe) generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.